Manufacturer narrative:
(B)(4). Actual device not evaluated. Process evaluation performed. Dhf review shows the instrument was returned for repair 3 times starting in june 2016. None of these repairs was related tho the current complaint. Results: no results available since no evaluation performed. Conclusion: conclusion not yet available - evaluation is in progress. Accriva diagnostics has requested all data required for form 3500a.

Event description:
A healthcare professional reported discrepant act results with a hemochron signature elite and act+ whle blood microcoagulation systems during a coronary artery bypass surgery. The target act was 480 seconds. The second act reading act reported an out of range high (>1005 seconds) result, which was an unexpected result. The third act reported 20 minutes later was 509 seconds, which was within the expected range. The procedure was successful and no bleeding or other medical complications were reported. Both electronic and liquid quality controls passed prior to the procedure.

Manufacturer narrative:
This follow-up MDR #1 references accriva diagnostics' complaint number (B)(4) and reports the results of the instrument evaluation performed on 03/23/2019 (liquid qc) and 04/05/2018 (whole blood). (B)(4). None of the data that was previously not obtainable at the time of the initial MDR submission has materialized.

Event description:
Follow-up #1.